Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event as it was disposed of. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english, states the following: table 5 system detected errors and faults: e22: motorpack error. Release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece/lot number 23c04637 was performed, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were segregated and reworked to address the non-conformance. The handpiece passed final inspection prior to release for distribution. A review of the treatment log files confirmed the reported e22 error; however, the root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that prior to the start of the procedure, the aquabeam robotic system generated an "e22 - motorpack error" message. The error was cleared; however, during jet alignment the aquabeam robotic system generated an "e22 - motorpack error" message. A second aquabeam handpiece was used which resolved the issue. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.